Manufacturer narrative:
Other relevant device(s) are:product ID: wr9200, serial#: unknown, product type: recharger. Product ID: 37612, serial#: (B)(4), product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via the manufacturer¿s representative (rep), who reported they had bilateral rechargeable devices and it took over 2 hours to charge one neurostimulator. The consumer stated the recharger got so warm that by the time they were done charging and needed to charge the other implant, they had to wait for it to cool down. Due to the consumer¿s settings being higher than average they charged every day and the process was becoming a ¿burden¿ with their partner and caretaker. The consumer had the charging speed at its¿ highest settings and had been educated several times on the device. In addition, the consumer already tried a different recharger with no changes in efficiency and no issues with the position of their neurostimulator. It was noted the consumer didn't have the external equipment to use the recharging equipment. A request was made for an additional recharger. Manufacturer representative (rep) called to ask how to get the patient (pt) a second wireless recharger (wr) so that it will not take as long for the pt to charge two inss. Technical services (ts) reviewed they would need to order the second wr. Technical services asked and caller said there is no new event information to provide. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the recharging issue was due to the neurostimulator being in overdischarge twice and thus had issues maintaining a battery charge and difficulty connecting until the implant was charged. The consumer received a new recharger and was charging every day to regain ¿recharger memory¿ so the battery level didn't deplete rapidly. Following this the issue was resolved.